Event description:
Potential fire and burn injury to staff and patient. Battery operated pulse irrigator was smelling like burnt wire. When touched the battery pack was extremely hot. The battery pack was cut and removed from the patient care area.